Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The patient received steroid treatment which cured the symptoms. Additional information was requested, however, the reporter declined to provide further details.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information was requested, however, the reporter declined to provide further details. (B)(4).